Manufacturer narrative:
Concomitant medical products: pxc141400/14261704, (B)(4), pxc141000/13362635, (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2016, a type ii endoleak was identified. The aneurysm measured 61.2 mm. During a following up on (B)(6), 2018, the aneurysm measured 71.7 mm. On (B)(6) 2018, the patient presented to the hospital for treatment using CT scan guided embolization of the type ii endoleak. The treatment was performed without complications and the patient was discharged to home self-care.